Event description:
It was reported that the ilet displayed an insulin occlusion alert that resolved after the user changed their teflon infusion set; blood glucose at the time was 136 mg/dl. Investigation included user-led troubleshooting by replacing the infusion set and confirming resolution of the alert. Investigation of this case revealed an occlusion associated with the infusion set that cleared after the supply change, consistent with an infusion set performance issue rather than a persistent pump malfunction. No reported adverse clinical effects during the event. Outcomes included no need for medical intervention and no hospitalization. It was concluded that the cause was infusion set occlusion that was corrected by replacing the set.